Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to the thin and restricted posterior leaflet and sub-optimal imaging. The reported mitral regurgitation (mr) was likely due to the slda. The reported patient effect of worsening mr as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda) with the first clip (70105u175). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat functional mitral regurgitation (mr) with a grade of 4. The echocardiogram was poor during the procedure. The first clip delivery system (cds 70105u175) was advanced to the mitral valve leaflets. The clip was deployed in the central position on the valve. The second cds (70105u173) was advanced to the mitral valve, and grasping was again difficult. A grasp was performed and the clip was deployed medial. Two clips were implanted, reducing the mr to 2-3. On (B)(6) 2017, a follow up echocardiogram found that the first clip (70105u175) detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). The mr grade had increased to severe (4). No additional treatment has been performed. No additional information was provided.